Event description:
Bilateral breast implant augmentation 1970. Pt c/o ptosis; MRI revealed rupture. Surgery for removal; replacement with saline implants. Operative findings confirmed bilateral rupture w/evidence of silicone gel leak, bilateral hypoplasia and ptosis.